Event description:
It was reported that the right atrial (raj lead was noted with low p-wave amplitude consistent with atrial undersensing. There was a minimal variation and increase in the atrial impedance. The atrial lead position check (alp() failed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).